Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors on both sides of the tower were repeatedly failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failing repeatedly on both sides of the tower. A field service engineer shut down the station, cleaned the latch connections, and secured them properly, then rebooted the station and confirmed that there were no clicking sounds and no error messages displayed on the screen. The customer successfully completed inventory of the tower with no issues observed. The system functioned as intended after the field service engineer repaired the device.